Manufacturer narrative:
Based on the claim against the product by the customer noting input disc coming off, an investigation was completed to determine the cause of this reported event. The clip applier was analyzed and found failure analysis investigations they were able to replicate and confirm the reported issue. The instrument was found to have an input disk missing from the housing. Input disk #7 was found completely detached from the base of the housing. The housing was removed and there was one input shaft broken due to the failure of the broken input disks. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the instrument was not responding. The instrument was removed from the arm and one of the discs came off. All pieces were recovered. There was nothing left in the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.